Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: the image guide bundle had a stain; the light guide lens had a crack; the adhesive on the bending section cover had a discolored area; the connecting tube had a buckling; the due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the image guide protector had a cut. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): 'do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks.the cover of the irrigation port part cannot be removed. Equipment damage can result. Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged.' Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope had no image when connecting the scope to the processor. The issue was found during preparation for use. There were no reports of patient harm.